Event description:
It was reported that a remote monitoring transmission was sent due to the patient complaining of palpitations and thinking they had been in atrial fibrillation (af) for the past two days. Intermittent atrial undersensing on the right atrial (ra) lead was observed on the presenting rhythm. The lead remains in use. No patient complications have been reported as a result of this event.